Manufacturer narrative:
A returned blade had the bulb uninstalled upon arrival. Inspection of the bulb shows the white plastic busing at the end of the threads is damaged which is preventing it from properly installing into the blade. It is impossible to determine if the bulb was supplied damaged or if the damage occurred during installation into the blade as the returned bulb could be pushed into the handle and it would illuminate. However, the complaint is confirmed as the bulb was damaged.

Event description:
The customer alleges the "lamp was broken." No other details were provided and no patient injury/harm reported.